Event description:
I suffer from type 1 diabetes. I have been on the minimed insulin pump since 2004. In '08, I upgraded to the minimed medtronics paradigm real-time system and received training with minimed representative. I was supplied with a new pump, transmitter and sensors. A box of sensors has ten sensors in it. You have to change the sensors every three days. I received a delivery of sensors at the end of may. On june 11th, I ordered new sensors. I had complained to the 800 minimed help line many times because out of a box of 10 sensors, I have had three go bad on me. One time the sensor was reading my blood glucose as above 400 and I gave myself an emergency insulin injection, according to the minimed book. The sensor was incorrect and my blood glucose plummeted to 42 and I needed emergency treatment. I once again called the help line. At that time, I had used two sensors because they were not calibrating correctly. I had one sensor left and I ordered another box on july 11. The one sensor that I had left refused to calibrate correctly and was bad also. I am now left with no sensors and after repeated calls to the supply department and the minimed 24-hour help line I am told that I cannot get a shipment until after july 25th. Out of a box of 10 sensors, I have had 3 sensors go bad on me. I have uploaded all my pump information to the minimed carelink program so my healthcare providers can see what my blood sugars have been, and how my health is responding. I am extremely distraught that I cannot have any sensors over-nighted to me. I have never been informed by anyone at minimed supply department that I have to continually order new supplies, my supplies for my pump, they are automatically sent to me every three months. Why are my sensors not sent to me every three months, 3 boxes of 10 sensors? My health is suffering. Need these sensors to continue checking on my blood sugars. I have had diabetes for 54 years and I intend to live for another 54 years. Diagnosis or reasons for use: insulin dependent type 1 diabetes.